Event description:
It was later determined that the ipg was not implanted after the use-before-date.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Auto lead diagnostics shows non-physiological sensed counts recorded for ventricular channel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was oversensing due to electrical magnetic interference (emi). It was also noted that the ipg was was implanted after the use-before-date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).